Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the device log files for review. The customer's reported issue was able to be confirmed and technical support determined the main electronic board was defective. The customer was advised to replace the main board to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the unit screen went blank, and the machine was alarming continuously and couldn't switch off when pressing the on and off button until the batteries were disconnected. There was no patient involvement reported.